Event description:
During an attempt to treat a lesion in the common iliac with little calcification using assurant cobalt device, it was reported that while advancing the device to the target lesion, physician noted the stent was dislodged. The entire catheter which also contained the dislodged stent was removed from the patient. The device passed through a previously deployed stent and the assurant cobalt device got caught in the previously deployed stent while trying to pass it through to the target lesion. Another stent was used to complete the procedure. There was no injury to the patient. Evaluation summary: the stent was severely stretched and deformed in the mid segments. Both ends of the stent were partially intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Caused by another drug/device (stent caught in previously deployed stent). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent dislodgement). Another device caused failure (stent caught in previously deployed stent). (B)(4).